Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an elastomeric device overinfused. The device completed therapy in 17 hours instead of the expected 24 hours. The device had been filled with flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.